Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed, no issues that could have caused or contributed to the reported issue. The device was returned for evaluation. And the customer's allegation was confirmed. The device evaluation revealed no image, due to bad cable unit connector. Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause of was an expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. The reported malfunction occurred, during preparation for an unspecified diagnostic procedure, prior to sedation. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the camera head had no image. The reported malfunction occurred during preparation for an unspecified diagnostic procedure prior to sedation. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.